Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device does not help with the pain. The patient has also been hospitalized three times for infections. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.